Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was nothing in the alarm history pertaining to customer stated problem. Multiple flow and occlusion tests were performed, the issue was not duplicated. The analyst replaced the clutch's left and right with a leadscrew and spring as a preventative measure, parts were over 8 years old.

Event description:
Information was received indicating that the medfusion 4000 pump's motor was slipping. There was no patient involved.